Manufacturer narrative:
(B)(4). Concomitant devices - nexgen standard all poly patella size 35 mm catalog #: 00597206535 lot #: 63799404, nexgen cemented stemmed precoat tibial component size 5 catalog #: 00598004701 lot #: 63721672, nexgen lps-flex articular surface size gh 10mm catalog #: 00596204210 lot #: 63694407. Foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2020-03226, 0002648920-2020-00408, 0002648920-2020-00409. Investigation incomplete.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address pain approximately thirty-one (31) months post-operatively. The patella and tibial components were removed and replaced. The complainant has verified that no additional information can be provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information.